Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer continued to use the pump with the instruction to call back if the issue reappears.